Event description:
It was reported that the customer was still attached to the site during fill tubing and inadvertently delivered insulin to themselves. The customer's blood glucose levels were slightly elevated because the customer ate carbs to not decrease.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.